Manufacturer narrative:
The lens was returned in a microcentrifuge vial with some moisture on the lens. Visual inspection found a tear on the haptic. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+5/91 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and exchanged with shorter lens of similar model. This resolved the problem and the patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+5.0/91 diopter, in the patient's right eye (od) on (B)(6) 2016. (B)(4).